Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 386 mg/dl at the time of the incident. Customer stated that put several new batteries in and nothing was happened. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with blank display anomaly due to corroded battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with cracked retainer, minor scratched display window and scratched case.